Event description:
It was reported by service report that the plastic on the charger cable plug had melted. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Power cable plug. Component replaced for customer.